Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Based on the information provided, the damage to the annulus was not as severe as it appeared based on the increase in blood pressure from the patient¿s movements. The exact cause of the injury is unknown but may have been due to the mechanisms described above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards (B)(6) affiliate, during a tf tavr case, the 26mm sapien 3 valve was deployed with 2ml added nominal volume. Post valve deployment the hemodynamics were stable. No abnormal issue were observed on the transthoracic echocardiography (tte) and aortography (aog). Approximately 2 hours after transferring the patient to the ICU, the patient's body moved vigorously and blood pressure (bp) increased rapidly. After that, bp suddenly decreased and cardiac tamponade was observed, a small incision was made and drainage was performed. The bleeding point was unknown, but the surgeon provided compression hemostasis for a while. Eventually, the decision was made to perform thoracotomy at the operation room. Drainage was performed in the ICU and the bleeding seemed to stop to some extent. Approximately two and a half hours later, the patient returned to the operation room and 4 hours post tavr, thoracotomy was conducted. Gradual bleeding from the annulus was observed but it seemed to be no problem for the time being. When the thoracotomy was performed, a hematoma was formed and the bleeding was stopped. It had already been hemostatic. The patient will be monitored. The detailed information will be obtained on the next visit to the facility. The physician commented that one of the causes of this event might be that the patient's body movement was intense and the bp suddenly increased. After tavr, there was no problem with the echo, therefore, it was unlikely that the annulus was severely damaged. As a result, it might not had been necessary to open the chest.